Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report infection, itching, swelling and redness at 2 insertion sites. Symptoms worsened over the course of several months and prevented the pt from wearing his sensor. After discontinuing cgm wear, pt reported being diagnosed with lymph nodes cancer which could have prevented the swelling from subsiding during the period described by the pt.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.